Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device pain ("pain due to prosthesis") in a (B)(6) female patient who had essure inserted (lot no. 761426). Additional non-serious events are detailed below. The patient had a medical history of menarche (at (B)(6)) in (B)(6) and drug intolerance, gravida ii, food intolerance, fruit allergy, allergy to grains, drug intolerance and parity 2. Previously administered products included: oral contraceptive nos for an unknown indication. Concurrent conditions were listed as constipation chronic and gastroesophageal reflux. The only concomitant product mentioned was blaston (cinitapride tartrate) for gastrooesophageal reflux disease. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 917 days after essure insertion, she experienced uterine polyp ("trilaminar endometrium with 8.5 mm polypoid formation"). On (B)(6) 2014 she experienced coital bleeding ("blood spots after sexual intercourse"). On (B)(6) 2015 she experienced constipation ("constipation"). Essure was removed on (B)(6) 2019. An unknown time later she experienced medical device pain (seriousness criterion intervention required), vaginal haemorrhage ("abundant vaginal bleeding"), reflux gastritis ("digestive signs such as reflux"), abdominal distension ("abdominal distension") and food intolerance ("food intolerances"). The patient was treated with duphalac [lactulose] and enema casen [sodium phosphate;sodium phosphate dibasic] as well as surgery (essure removal via subtotal hysterectomy and salpingectomy bilaterally on (B)(6) 2019). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal distension, coital bleeding, constipation, food intolerance, medical device pain, reflux gastritis, uterine polyp and vaginal haemorrhage to be related to essure administration. The reporter commented: right essure inserted on (B)(6) 2011, lot number 761426, technique failed to insert the left side. Insertion was scheduled in 24 hours to insert 2nd essure. Second essure is inserted without incidents (left essure), 8 coils in left tube. On (B)(6) 2019 she has progressively presented clinical improvement in all aspects. In (B)(6) 2020 contact hypersensitivity to nickel, chromium and cobalt. Diagnostic results (normal ranges are provided in parenthesis if available): [endoscopy upper gastrointestinal tract] on (B)(6) 2014: findings: easy introduction, esophagus no endoscopic alterations, stomach normal, duodenum normal. Diagnosis: no endoscopic abnormalities [gynaecological examination] on (B)(6) 2019: normal external genitalia and vagina. Epithelialized cervix. Uterus and adnexa without findings [investigation] on (B)(6) 2017: fructose tolerance test: she does not present fructose malabsorption; on (B)(6) 2018: lactose intolerance test: she does not present lactose intolerance [pathology test] on (B)(6) 2019: macroscopic description right fallopian tube: fallopian tube length: 7.5cm, tube diameter: 0.4 cm. Presence of essure device (in situ in a segment of tube attached to the uterus); no device is identified in this segment of tube sent in another container. Device length: 5.7cm. Left fallopian tube:fallopian tube length: 10cm,tube diameter: 0.6 cm presence of essure device: on-site. Device length: 6.5 cm. Microscopic description right fallopian tube: histologically recognized, normally constituted fallopian tube, with usual characteristics, without significant alterations. Hysterectomy and left fallopian tube: histologically recognized, left fallopian tube normally constituted with usual characteristics; without alterations of significant character. Other findings: cervix: without histopathological alterations. Endometrium: endometrial mucosa, in the proliferative phase (final stage) of the normal menstrual cycle; without histopathological alterations. Myometrium: without histopathological alterations [smear test] on (B)(6) 2013: satisfactory for cytological evaluation, negative for intraepithelial lesion or malignancy [specialist consultation] in 2011: essure post insertion review asymptomatic; on (B)(6) 2011: last menstruation date: (B)(6) 2011. She denies the possibility of pregnancy. She has not had sexual intercourse since her last menstruation [ultrasound pelvis] in 2011: essure normally inserted; on (B)(6) 2011: uterus: 7.24 x 3.67 cm. Endometrium: trilaminar of 3. Mm. Both essures are displayed correctly placed. Normal ledft and right ovary, no free fluid seen in douglas; on (B)(6) 2013: uterus in anteversion, trilaminar endometrium with 8.5 mm polypoid formation, adnexal areas without findings; on (B)(6) 2018: normally inserted essures. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-apr-2022: pfs received and the following information were included :seriousness of incident upgraded, other health professional's reporters, patient details, stop date, batch number, medical records, historical drug, lab data, concomitant treatment, other treatment products. Previous event injury nos was replaced by more specific events: vaginal bleeding, reflux gastritis, abdominal distension, constipation and food intolerance, medical device pain, endometrial polyp, and post coital bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device pain ("pain due to prosthesis") in a 38 year-old female patient who had essure inserted (lot no. 761426) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("it was placed in two procedures on (B)(6) 2010 and the second on (B)(6) 2011 due to difficulty in placement"). The patient had a medical history of throat discomfort in 2013, rosacea in 2012, menarche (at 10 years-old) in 1985 and dysmenorrhoea, menarche (menarche at 10 years old.), smoker, nickel allergy, irritable bowel syndrome, hemorrhoids, cholecystectomy, abdominal pain, heavy periods, general discomfort, tuberculosis, abdominal discomfort, vomiting, nausea, ephelides, oral contraceptive, tubal ligation, drug intolerance, gravida ii, food intolerance, fruit allergy, wheat allergy, drug intolerance and parity 2. Previously administered products included: oral contraceptive nos. The patient had a family history of dust allergy (father) and colon cancer (paternal grandfather and paternal grandmother). Concurrent conditions were listed as unspecified erythematous condition since 2012, skin disorder since 2011 as well as anemia, constipation chronic and gastroesophageal reflux. Concomitant products included diclofenac and blaston (cinitapride tartrate) for gastrooesophageal reflux disease. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 917 days after essure insertion, she experienced uterine polyp ("trilaminar endometrium with 8.5 mm polypoid formation"). On (B)(6) 2014 she experienced coital bleeding ("blood spots after sexual intercourse"). On (B)(6) 2015 she experienced constipation ("constipation"). Essure was removed on (B)(6) 2019. An unknown time later she experienced medical device pain (seriousness criterion intervention required), vaginal haemorrhage ("abundant vaginal bleeding"), reflux gastritis ("digestive signs such as reflux"), a first episode of abdominal distension ("abdominal distension"), food intolerance ("food intolerances"), dyspepsia ("heartburn"), a second episode of abdominal distension ("abdominal distension"), abdominal pain ("abdominal heaviness-pain after eating"), heavy menstrual bleeding ("frequent hypermenorrhea"), gastritis ("mild gastritis"), fatigue ("she noticed physical fatigue with small efforts"), memory impairment ("forgetfulness"), disturbance in attention ("inattention."), idiopathic environmental intolerance ("intolerance to chemical products of diverse composition such as cosmetics, colognes, ammonia and combustion fumes"), dairy intolerance ("although her intolerance to dairy products, chocolate, and partially to bread and pasta had persisted for a year"), musculoskeletal pain ("musculoskeletal pain"), uterine cervical pain ("predominantly cervical, that worsens due to her work posture."), irregular sleep wake rhythm disorder ("the sleep rhythm has been affected"), nocturia ("nocturia"), temperature intolerance ("cold intolerance"), raynaud's phenomenon ("raynaud's in her hands") and xerophthalmia ("xerophthalmia") and was found to have weight decreased ("weight loss"). The patient was treated with duphalac [lactulose] and enema casen [sodium phosphate;sodium phosphate dibasic] as well as surgery (essure removal via subtotal hysterectomy and salpingectomy bilaterally on (B)(6) 2019). At the time of the report, the fatigue had resolved and the dairy intolerance, musculoskeletal pain, uterine cervical pain, irregular sleep wake rhythm disorder, nocturia, temperature intolerance, raynaud's phenomenon and xerophthalmia had not resolved. The outcomes for medical device pain, coital bleeding, vaginal haemorrhage, reflux gastritis, constipation, food intolerance, uterine polyp, dyspepsia, abdominal pain, weight decreased, heavy menstrual bleeding, gastritis, memory impairment, disturbance in attention, idiopathic environmental intolerance and the last episode of abdominal distension were unknown. The reporter considered the first episode of abdominal distension, the second episode of abdominal distension, abdominal pain, coital bleeding, constipation, dairy intolerance, disturbance in attention, dyspepsia, fatigue, food intolerance, gastritis, heavy menstrual bleeding, idiopathic environmental intolerance, irregular sleep wake rhythm disorder, medical device pain, memory impairment, musculoskeletal pain, nocturia, raynaud's phenomenon, reflux gastritis, temperature intolerance, uterine cervical pain, uterine polyp, vaginal haemorrhage, weight decreased and xerophthalmia to be related to essure administration. The reporter commented: right essure inserted on (B)(6) 2011, lot number 761426, technique failed to insert the left side. Insertion was scheduled in 24 hours to insert 2nd essure. Second essure is inserted without incidents (left essure), 8 coils in left tube. On (B)(6) 2019 she has progressively presented clinical improvement in all aspects. In (B)(6) 2020 contact hypersensitivity to nickel, chromium and cobalt. Diagnostic results (normal ranges are provided in parenthesis if available): [endoscopy upper gastrointestinal tract] on (B)(6) 2014: findings: easy introduction, esophagus no endoscopic alterations, stomach normal, duodenum normal. Diagnosis: no endoscopic abnormalities [full blood count] on (B)(6) 2013: red blood cells 4.48, hemoglobin 13.9, hematocrit 40.8, mean corpuscular volume 91.1, hemoglobin corp. Mean 31.1, c.hemoglobin corp. Mean 34.1, platelets 278.0, mpv 8.6, leukocytes 7.36, lymphocytes % 29.6, monocytes % 6.2, neutrophils % 61.2, eosinophils % 1.6, basophils % 0.3, luc/lyc 1.2, lymphocytes 2.18, monocytes 0.45, neutrophils 4.5, eosinophils 0.11, basophils 0.02; on (B)(6) 2019: leukocytes 13.77 x103/ gl [4.4-11.3], -neutrophils 11.63 x103/ gl [1.5-7.5], -neutrophils 84.5% [40-75], -lymphocytes 1.03 x103/ gl [1.2-3.4], -lymphocytes 7.5% [20-50], -monocytes 1.08 x103/ gl [0.1-0.8], -eosinophils 0.0 x103/ gl [0.1-0.6], -eosinophils 0.0% [2-7], -mean platelet volume 11 fl [7.4-10.4. [Gynaecological examination] on (B)(6) 2019: normal external genitalia and vagina. Epithelialized cervix. Uterus and adnexa without findings [investigation] on (B)(6) 2017: fructose tolerance test: she does not present fructose malabsorption; on (B)(6) 2018: lactose intolerance test: she does not present lactose intolerance [pathology test] on (B)(6) 2019: macroscopic description right fallopian tube: fallopian tube length: 7.5cm, tube diameter: 0.4 cm. Presence of essure device (in situ in a segment of tube attached to the uterus); no device is identified in this segment of tube sent in another container. Device length: 5.7cm. Left fallopian tube:fallopian tube length: 10cm,tube diameter: 0.6 cm presence of essure device: on-site. Device length: 6.5 cm. Microscopic description right fallopian tube: histologically recognized, normally constituted fallopian tube, with usual characteristics, without significant alterations. Hysterectomy and left fallopian tube: histologically recognized, left fallopian tube normally constituted with usual characteristics; without alterations of significant character. Other findings: cervix: without histopathological alterations. Endometrium: endometrial mucosa, in the proliferative phase (final stage) of the normal menstrual cycle; without histopathological alterations. Myometrium: without histopathological alterations [smear test] on (B)(6) 2013: satisfactory for cytological evaluation, negative for intraepithelial lesion or malignancy [specialist consultation] in 2011: essure post insertion review asymptomatic; on (B)(6) 2011: last menstruation date: (B)(6) 2011. She denies the possibility of pregnancy. She has not had sexual intercourse since her last menstruation [ultrasound pelvis] in 2011: essure normally inserted; on (B)(6) 2011: uterus: 7.24 x 3.67 cm. Endometrium: trilaminar of 3. Mm. Both essures are displayed correctly placed. Normal ledft and right ovary, no free fluid seen in douglas; on (B)(6) 2013: uterus in anteversion, trilaminar endometrium with 8.5 mm polypoid formation, adnexal areas without findings and 14 mm intracavitary image compatible with polyp normal ovaries; on (B)(6) 2015: cholelithiasis; on (B)(6) 2018: normally inserted essures. Batch no: 761426, manufacture date: 2010-07 and expiration date: 2013-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: plaintiff fact sheet & medical record received. Event heartburn, device difficult to use, abdominal pain, heavy menses, abdominal pain, gastritis, fatigue, forgetfulness , attention impaired, musculoskeletal pain, cervix pain, musculoskeletal pain , irregular sleep, temperature intolerance , nocturia, raynaud's disease & xerophthalmia added event outcome updated. Product, patient & reporter information updated. Medical history, lab data, concomitant conditions added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('pain due to prosthesis') in a 38-year-old female patient who had essure (batch no. 761426) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (at 10 years-old) in 1985, parity 2, drug intolerance, allergy to grains, fruit allergy, food intolerance, gravida ii and drug intolerance. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included gastroesophageal reflux and constipation chronic. Concomitant products included cinitapride tartrate (blaston) for gastroesophageal reflux. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine polyp ("trilaminar endometrium with 8.5 mm polypoid formation"), 2 years 6 months after insertion of essure. On (B)(6) 2014, the patient experienced coital bleeding ("blood spots after sexual intercourse"). On (B)(6) 2015, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced medical device pain (seriousness criterion intervention required), vaginal haemorrhage ("abundant vaginal bleeding"), reflux gastritis ("digestive signs such as reflux"), abdominal distension ("abdominal distension") and food intolerance ("food intolerances"). The patient was treated with lactulose (duphalac), sodium phosphate;sodium phosphate dibasic (enema casen) and surgery (essure removal via subtotal hysterectomy and salpingectomy bilaterally on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device pain, coital bleeding, vaginal haemorrhage, reflux gastritis, abdominal distension, constipation, food intolerance and uterine polyp outcome was unknown. The reporter considered abdominal distension, coital bleeding, constipation, food intolerance, medical device pain, reflux gastritis, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: right essure inserted on (B)(6) 2011, lot number 761426, technique failed to insert the left side. Insertion was scheduled in 24 hours to insert 2nd essure. Second essure is inserted without incidents (left essure), 8 coils in left tube. On (B)(6) 2019 she has progressively presented clinical improvement in all aspects. In (B)(6) 2020 contact hypersensitivity to nickel, chromium and cobalt. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy upper gastrointestinal tract - on (B)(6) 2014: findings: easy introduction, esophagus no endoscopic alterations, stomach normal, duodenum normal. Diagnosis: no endoscopic abnormalities. Gynaecological examination - on (B)(6) 2019: normal external genitalia and vagina. Epithelialized cervix. Uterus and adnexa without findings. Investigation - on (B)(6) 2017: fructose tolerance test: she does not present fructose malabsorption; on (B)(6) 2018: lactose intolerance test: she does not present lactose intolerance. Pathology test - on (B)(6) 2019: macroscopic description right fallopian tube: fallopian tube length: 7.5cm, tube diameter: 0.4 cm. Presence of essure device (in situ in a segment of tube attached to the uterus); no device is identified in this segment of tube sent in another container. Device length: 5.7cm. Left fallopian tube:fallopian tube length: 10cm,tube diameter: 0.6 cm presence of essure device: on-site. Device length: 6.5 cm. Microscopic description right fallopian tube: histologically recognized, normally constituted fallopian tube, with usual characteristics, without significant alterations. Hysterectomy and left fallopian tube: histologically recognized, left fallopian tube normally constituted with usual characteristics; without alterations of significant character. Other findings: cervix: without histopathological alterations. Endometrium: endometrial mucosa, in the proliferative phase (final stage) of the normal menstrual cycle; without histopathological alterations. Myometrium: without histopathological alterations. Smear test - on (B)(6) 2013: satisfactory for cytological evaluation, negative for intraepithelial lesion or malignancy. Specialist consultation - on (B)(6) 2011: last menstruation date: (B)(6) 2011. She denies the possibility of pregnancy. She has not had sexual intercourse since her last menstruation; in 2011: essure post insertion review asymptomatic. Ultrasound pelvis - on (B)(6) 2011: uterus: 7.24 x 3.67 cm. Endometrium: trilaminar of 3. Mm. Both essures are displayed correctly placed. Normal left and right ovary, no free fluid seen in douglas; in 2011: essure normally inserted; on (B)(6) 2013: uterus in anteversion, trilaminar endometrium with 8.5 mm polypoid formation, adnexal areas without findings; on (B)(6) 2018: normally inserted essures. Batch no.: 761426.manufacture date: 2010-07. Expiration date: 2013-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.